Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing pulled out at the quick release and was not even glued. This was observed while insertion of the infusion set. The site was at the right side of abdomen and the patient was not wearing the pump. The infusion was in use for about 10 years. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.